Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 3.10 inr/2.37 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.